Event description:
Shock delivered notification was received on the customer support helpline queue. Patient's nurse confirmed that patient expired. Device episode report reviewed patient was in bradycardia prior to tachy treated episode followed by asystole event. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.